Manufacturer narrative:
(B)(4). This is 4 of 6 allegations of inaccuracies. The patient reported 6 instances in the patient was hospitalized however declined to provide details. Please see the following related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient mentioned he was hospitalized six times due to inaccurate readings. This report will capture 4 of the 6 related complaints with the same details. According to the report, technical support tried to get more information about him being hospitalized, but the patient declined and does not want to provide anymore information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.